Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as a temporary pacemaker was placed during the procedure and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right bundle branch block (rbbb), left bundle branch block (lbbb), 1st/2nd atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. The patient went into a complete heart block and required a pacing support to stabilize. During the procedure, the ds was inserted into the patient's anatomy, and the valve was implanted successfully at a depth of 3mm on the non-coronary cusp (ncc) without recaptures. No post-implant balloon aortic valvuloplasty (post-bav) was performed. The patient's cardiac rhythm remained unchanged. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure, a temporary pacemaker was placed. On the following day, a permanent pacemaker was implanted to resolve the event. The patient was in a stable condition and discharged.